Event description:
The patient is a (B)(6) infant, dob (B)(6) with a 4 day history prior to admission of abdominal distention, lethargy and diarrhea who was admitted to the medical center on (B)(6) 2014. Primary diagnosis was hirschsprung's disease. On (B)(6) 2014, the patient was taken to the operating room for abdominal surgery. Upon completion of the surgery, staff noted an area of blanched skin measuring 2x1 centimeters on the left buttock in the area where the grounding pad was placed on the patient.